Event description:
Philips received a complaint from a customer regarding the v60 device, indicating intermittent low tidal volume and minute ventilation. The issue was discovered before patient use, although there was no direct user impact, the operation was delayed, and the patient was moved to another device. Diagnostics performed by the engineer showed that in maintenance mode the monitored flow values matched the settings, and simulated lung testing in working mode was normal. The issue could not be replicated as a device malfunction and was ultimately traced to the tubing or mask. As part of the resolution, the tubing and mask supplied by the hospital were replaced, restoring the device to full functionality. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.